Event description:
Information received a smiths medical fluid warming/level 1 hotline low flow systems - hl-390 doesn't alarm when you do the over temp test. No patient involvement as event occurred during testing.

Manufacturer narrative:
Other, other text: evaluation results: one level 1 hotline low flow system was returned for investigation in used condition. Inspection revealed that the pump was noisy. The pcb and power switch/retainer needed an upgrade. The enclosure was cracked at the drain fitting. Both covers were cracked and the heater did not pass electrical testing. The line cord was worn, and the pole clamp handle was broken. The investigator subsequently filled the tank with water, plugged in the line cord, attached a temperature check fixture, and turned on the power switch. The customer reported product problem (failure to alarm during over temperature testing) was confirmed during testing. None of the alarms sounded when triggered. The product problem occurred because of a faulty speaker on the pcb. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The pcb was replaced. Preventative maintenance was then performed. The device subsequently passed functional testing.